Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that there was breaking at the point of the ng tube. No patient was involved. Upon review of the photos provided by the customer, the ng tube had a kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A photo was received for a visual inspection. Based on the photo, the tube was kinked. The reported issue was confirmed. Because a physical sample was not received for evaluation, a root cause could not be determined. No corrective actions were deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.